Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage and reservoir was unable to lock in place. Customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).